Manufacturer narrative:
(B)(4). This lot was manufactured from february 26, 2015 ¿ february 27, 2015. The device was received for evaluation. During visual inspection, particulate matter was observed to be floating within the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a fiber was floating inside a small volume intermate. The device was filled with meropenem. This was noted before use. There was no patient involvement. No additional information is available.